Manufacturer narrative:
(B) (4). The xience v stent (p.n. 1009532-12, lot # unk) referenced is being filed under the same manufacturer report number. The stents remain in the patient. The lot number was not provided; therefore, a device history record review could not be performed. A follow-up report will be submitted with any additional relevant information.

Event description:
Device issue: none. Adverse event: stent thrombosis, cva leading to death. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2008, the patient underwent stenting of the predilated mid right coronary artery (rca) with one xience v stent and the predilated proximal left anterior descending artery (lad) with one xience v stent. On (B) (6) 2010, abbott vascular was made aware of the patient's death. The date of death unknown; reportedly, the cause of death was stent thrombosis and cerebrovascular accident leading to death. Subsequent to the death, the patient was admitted to the hospital on (B) (6) 2010 for angina at rest. A revascularization coronary artery bypass graft was performed (B) (6) 2010 and the patient was discharged on (B) (6) 2010. No additional information was provided.